Manufacturer narrative:
The doctor reported that the implant was removed due to fracture. No further patient complications were reported. The implant was returned to manufacturer for evaluation. In the event that new or additional information is received from the investigation of the item, a follow-up report will be sent. Manufacturer's trend analysis show that implant fracture is a low-rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.

Event description:
Dental implant failure.